Manufacturer narrative:
Pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No pump error 37, 38, or 130 noted during testing. The motor was tested outside of the device and passed. Moisture damage was noted on the electronic assembly during visual inspection. Pump received with scratched case, cracked battery tube threads, cracked case behind the pump at the corner of the belt clip rails, cracked retainer, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump drive count or time values are incorrect because they either going fast or slow. Customer blood glucose reading was 124 mg/dl. Troubleshooting was performed. Customer was advised high magnetic field can trigger the alarm. Customer was not able to rewind the insulin pump. Customer also reported motor power supply voltage error detected. Troubleshoot was performed. Customer stated the alarm reoccurred during displacement. Insulin pump will be returning for analysis.